Manufacturer narrative:
It has been clarified by the healthcare professional that the event of rupture did not occur to the patient's left side device. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, d1, d4, d9, h3, h4, h6, h11.

Event description:
Physician reported for left side "patient had an accident" which resulted in a left side "ridge". It has been confirmed that no rupture occurred to the left side device. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture occurred after the patient had an accident.

Event description:
Physician reported for left side "patient had an accident" which resulted in a left side "ridge". Physician later reported rupture. Device explanted.